Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01aug2019. The customer reported that while in patient use the v60 ventilator alarm was not heard by hospital staff and the patient expired. It was determined that the staff did not hear the alarm from an adjacent room however they heard the alarm once they stepped out in the hallway. A review of the ventilator diagnostic logs by a philips principal engineer revealed no hardware or software errors and that the alarm volume was set at 1 (lowest volume setting).

Event description:
The customer reported that while in patient use the v60 ventilator alarm was not heard by hospital staff and the patient expired.